Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9077703 for this type of defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle hub detached from syringe. This was discovered during use. The following information was provided by the initial reporter: material no: 305110 batch no: 9077703. Verbatim: 1 of 2 captures the issue with the needle connectivity with material #305110 and lot# 9077703. 2of2 captures the issue in regards with the syringe connectivity, unknown material and lot#. It was reported that the needle not staying in place on syringe while drawing insulin from vial. Verbatim: description of issue: contact reports needle not staying in place on syringe while drawing insulin from vile. Customer had to replace needle and syringe to resolve issue. What was your bg reading at the time of this event? Unavailable. If bg between 54-500, no more bg questions needed. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? No. Did issue cause any injury? If yes, what type of injury? No injury reported. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? N/a. Resolution: customer declined follow up by bd to send replacement to maintain satisfaction. Customer to call back to obtain sn and bg as customer was not present with pump during call.